Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke off of the tampon leaving the pledget inside her vaginal cavity. She had assistance in removing the pledget as she could not remove it on her own. She did not seek medical attention and did not experience any adverse health effects.